Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, venaseal occluding device was used to treat 11cm of the great saphenous vein (gsv). Local anesthesia was used. Transducer was used for compression. The lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. The vein closed. It was reported that physician was able to insert guidewire to junction. During otw technique, as introduction catheter was being introduced, wire slipped distally from junction and the vein spasmed. Causing the previously treated area to close off access to junction. Physician drew catheter 11 cm from svt site which was 5 cm away from junction. Introduced primed catheter which sat 7cm total from junction; 2 cm distal from superficial vein thrombosis (svt) blockage. Ultrasound (us) tech moved 2 cm proximal to catheter tip and held compression. Physician treated per IFU steps. Tech checked junction after the 3 minute hold and junction was clear. Physician continued treatment of 11cm vein. After removal of device, us tech checked junction and noted thrombus in cfv post procedure. It was noted as an egit 3. IFU was followed and procedure completed successfully. No further patient injury reported.

Manufacturer narrative:
Additional information: patient had no symptoms but evidence of chronic svt in vessel from previous evta failures that caused recanalization, hence why the md chose to use venaseal. This was found using ultrasound. There was chronic thrombus 8 to 10 cm from the junction. Ultrasound tech was new to procedure. Compression performed correctly based off of IFU but was compressing extremely hard. The clinical specialist suggested not to compress it like a pseudoaneurysm but to maintain closure. Ultrasound tech did not seem to comply and continued to push aggressively. The md put the patient on a blood thinner, as precaution, and scheduled a follow-up scan 8 days later. The clinical specialist followed-up with md 2- and 8-days post procedure. The follow-up scan 8 days post procedure showed the egit had resided and was no longer present. Md stated the patient was doing well and that treatment was successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.